Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was only able to feel stimulation if they arched their back and that they were feeling a burning sensation at the ins site. The patient was redirected to their managing physician. No further complications were reported.